Event description:
Crm received info that this dextrus atrial lead dislodged during a heart surgery. A revision procedure has been scheduled. Dates are provided by crm. Despite the complaint statement that a lead revision was scheduled, an explant date was reported.